Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed an insulin occlusion alert followed by alert 38 indicating a motor stall, after which the user restarted the device twice; a dry run without supplies reached approximately 75 units before an unable to proceed alert, and replacing all supplies allowed insulin to run through the tubing with visible drops and insulin delivery resumed with blood glucose trending down from 162 mg/dl. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor, with mechanical issues identified during troubleshooting that resolved after replacement of disposable components. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.